Manufacturer narrative:
The device was returned to the authorized repair center. The image issue was reproduced. The ccd was replaced.

Event description:
During a procedure, the physician experienced loss of image during which the anatomy was not visible. There was no reported consequence to the patient.